Event description:
Using smile direct diy aligners I am unable to bite appropriately. Waited 5 months for a corrective aligners shipment and now due to bruxism that was not diagnosed I may have to have bone removal and I also have splitting teeth from wearing an aligner not specific for me. FDA safety report ID# (B)(4).